Event description:
User had low results for one patient sample for several assays. Only results for sodium were provided. Initial result was 88 mmol/l. User then filtered the patient sample and changed the reagent probes. Repeat result was 145 mmol/l. No erroneous results were reported, no treatment was based on the results and no patient affected.